Manufacturer narrative:
(B)(4).

Event description:
The device was found in backup mode during implantation. A new device was used instead. No patient consequences occurred.

Manufacturer narrative:
Additional information: the reported event of backup vvi noted on the device was confirmed. Upon received, the device was detected in backup vvi due to a power on reset (por) reset. The cause of the reset is undetermined. The device was tested on date; testing revealed normal device characteristics.